Event description:
It was reported that the patient ams 700 series 3-piece inflatable penile implant had a kink in the reservoir tubing. A 25 cc of saline was added to the system and the device functioned fine. No further complications were reported in relation to this event. Additional information received stated that 30cc of saline was added to the reservoir and the issue was resolved through trouble shooting the device in the doctor's office. The patient was well post procedure.